Manufacturer narrative:
Additional information was received and indicated that the patient had suction loss on (B)(6) 2017 to the left eye (os) because the patient sneezed. The suction loss happened at the beginning of the raster pass with approximately 18-19 seconds remaining. The doctor aborted the case and retreated the patient on (B)(6) 2017 with prk (photorefractive keratectomy). There was no report of patient injury and no loss of best corrected visual acuity (bcva). Corrected data: as a result of the additional information received the following fields have been updated from what was reported in the initial MDR: (B)(6), sex: male. Date of event: (B)(6) 2017. Lot #: cb41472, expiration date: 11/3/2018, (B)(4). Device manufacture date: 11/3/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that they successfully completed the surgery on a patient's first eye (right eye). When they moved to patient's second eye/left eye, they experienced suction loss after the laser fired and they could not print out the first eye. They had to remove the patient, then went to history and printed out the first eye (right eye). It was reported that the left eye was not completed, that the patient is scheduled to return on the coming friday for the prk (photorefractive keratectomy) procedure on the left eye. There was no patient injury reported.